Manufacturer narrative:
The insulin pump had no button error alarm. The device had intermittent button response due to moisture damage on keypad traces. The numbers do not ramp up on its own or the scroll bar moves with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 8.9 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.